Event description:
Country of complaint: during cases, there have been incidents when small bits of the port seal have come away, possibly falling down the inside of the port and into the patient. Surgical delay unclear.

Manufacturer narrative:
Reporting agent notified on (B)(6) 2015. Manufacturing site evaluation: damage appears to be the result of contact with a sharp object. These devices are inspected to be free from defects at a 100% inspection rate, prior to stock placement. Damage appears to be related to use/handling. No material or manufacturing defects were found. No further action required at this time. Five hundred ten (k) and procode used is the trocar system; reported device is a spare part for trocar system.